Event description:
Patient received implantation of iabp balloon in our cardiac cath lab and was transferred with iabp console to the cardiac care unit (ccu). Patient was stroke-coded (not related to any malfunction of the pump) and was transferred to CT scan with iabp console. When patient returned to ccu with iabp console, it began alarming unable to read EKG signal. EKG stickers were replaced but console was still not able to read. Rn attempted to change pump setting to ap trigger, but the machine continued to alarm that it could not read EKG, despite EKG tracing appearing on the screen. A different pump was obtained from another unit and patient was hooked up to that one with no issue. Alarming console was removed from service and brought to the clinical engineering lab. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). Logs have been sent to manufacturer for review for root cause investigation.